Event description:
This is a (B)(4) years old female patient with a pcom size of 3.35 - 4.34mm and the neck is narrow and irregular. The gc selected was envoy 6f and the mc was echelon 14 from ev3 company. The surgeon connected the coil introducer with y valve, unlocked and advanced but friction occurred. The surgeon made many attempts but still failed. Then when the surgeon positioned the last coil but found that the coil could not be detached. The surgeon pressed the detach key again but still failed. Then the surgeon withdrew the coil and changed another one to complete. It is unknown if failure to detach occur at the aneurysm site or during pre-deployment test. No additional information has been provided yet despite multiple attempts.

Manufacturer narrative:
The investigation in order to get additional information is currently underway and the product device is anticipated to be returned; thus, additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
No additional information has been provided surrounding the event and procedure despite multiple attempts. The procedure was coiling of a 3.35 mm x 4.34 mm pcom aneurysm with a narrow and irregular neck in a (B)(6) female patient. The guide catheter selected was an envoy 6f (details unknown) and the microcatheter was an echelon 14 (ev3, details unknown). The surgeon connected the coil introducer with the y-valve unlocked and advanced the coil, a cashmere 14 cerecyte microcoil 4 mm x 8 cm (crc14040830/c16051), but friction occurred during advancement. When the surgeon positioned the coil it would not detach. The surgeon pressed the detach key again but still failed. Then the surgeon withdrew the coil and changed another one to complete the procedure. It is unknown if there was any adverse consequence to the patient, and no other information is available. The cashmere coil was returned undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v-notch and the surrounding edges have been severely damaged. The locking mechanism has compression and stretching damage. The most likely root cause of the friction encountered during advancement into the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back, as recommended in the instructions for use (IFU). When the sheath was pulled straight back, the locking mechanism caught the inside the v-notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v-notch¿s extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance during advancement of the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the IFU recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coil¿s failure to detached was due to wiring and/or solder joint connection damage. The circumstances of how and where this damage occurred cannot be determined. It was not stated with clarity in the event description that the coil was subjected to a pre-deployment electrical check and passed this test prior to use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) also recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of both the unidentified detachment control box (dcb) and the connecting cable used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed. However, without the return of all the components used in the procedure and without additional information regarding the pre-deployment electrical check, no root cause can be establilshed. The labeling appears to adequately address any potential issues related to coil deployment and detachment. Therefore, no corrective action is warranted at this time.